Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to seek outside medical attention for hyperglycemia. The patient's blood glucose levels reached 500 to 600 mg/dl while wearing the pod. No additional information is available.